Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the suture was stuck in the package and unable to be removed. The healthcare professional punctured his/her finger due to the device problem. The nurse had just completed a procedure for a (B)(6) patient, so the nurse was at risk of being infected with (B)(6). The hospital has stopped using all sutures. A new device was used to complete the case. There was no patient involved.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) performed an evaluation of a device. The visual inspection and functional evaluation of the sample had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.